Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). During the catheter and wire exchange left ventricle (lv) perforation was observed and at this point, it was decided to abort the procedure. Pericardiocentesis was performed, the patient's condition was unknown.